Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, urinary problems, organ perforation, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient experienced pain and underwent mesh removal on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient underwent a laparoscopy with adhesiolysis due to abdominopelvic pain and adhesions on (B)(6) 2011. (B)(4).

Manufacturer narrative:
.